Event description:
Ethicon endo-surgery, harmonic ace shears initially tested without issue, however, when the surgeon attempted to utilize the device on the pt, the generator indicated that the device was not able to be identified. FDA safety report ID# (B)(4).